Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the erbe due to the c-34 errors.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the erbe generator was giving an error c-00. They tried power cycling and changing energy cords, but the issue persisted. The technical support engineer (tse) had site perform a hard power cycle of the erbe with no resolve. An error c-34 came up. The caller informed they would swap the vision side cart (vsc) from another system to continue. The procedure was converted to another da vinci system with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer switched out the vsc for another vsc that was not being used and brought it into the room. After switching out the vsc, they were able to proceed with the surgery robotically. There was no injury to the patient. Technical support was contacted prior to aborting/converting the procedure to help with the error and all 4 system arms were able to be used to complete the surgery. The surgery was completed robotically with a different electrosurgical unit (esu)/generator unit.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) involved with this complaint to perform failure analysis. The iesu/erbe generator was analyzed, and the reported problem was able to be confirmed using logs to see there was 42 instances of c-34 occurring. Upon visual inspection there were no issues found that would be related to the reported event. The iesu/erbe was tested using system, upon cauterizing bipolar the unit displayed error m-11 (c-34 as well upon powering on unit). The complaint was confirmed based on failure analysis. The probable root cause of this issue is attributed to erbe generator.

Event description:
Refer to h11 for follow-up information.